Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: the keypad was fully intact; no damage was observed. During testing, the up arrow keypad button was found to be unresponsive. The ok and contrast button perform the same function of adjusting the backlight. The keypad cover was removed and no contamination was found under any button contacts. The pump case was removed and evidence of moisture was found on the keypad flex and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad was unresponsive after the pump was exposed to bath water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).